Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a code for long charge without a charge start. Engineering analysis of the device data determined normal battery depletion and that the code may be cleared. The patient data of the device had become corrupted. Technical services (ts) advised that data must be input manually at next clinic visit. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.